Event description:
The device was used during a procedure on the rectum. Reportedly, the instrument did not cut. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported the patient's condition is satisfactory.